Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device has depleted from 55% to 14% battery status over a span of a few weeks. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.